Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 140 mg/dl at the time of the call. The customer stated that they were going to eat when they programed the insulin pump. The customer stated that they do not have time to troubleshoot the issue. The product was not returned for analysis.